Event description:
Same case as: 2134265-2015-01405, 2134265-2015-01361. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that the automatic pullback stopped and the system gave an error message of a loss of internal computer communication and the previous run will be deleted. The system was rebooted and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint sled was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).